Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "revised today was a patellofemoral. Primary and conversion implant sheets as well as pictures are provided here. Revised due to improper patella tracking." Spoke to rep: rep confirmed there are no allegations as to inaccurate cuts made in the original mako procedure. Rep also confirmed that the revision was completed robotically, and that no further info will be released.

Event description:
As reported: "revised today was a patellofemoral. Primary and conversion implant sheets as well as pictures are provided here. Revised due to improper patella tracking." Spoke to rep: rep confirmed there are no allegations as to inaccurate cuts made in the original mako procedure. Rep also confirmed that the revision was completed robotically, and that no further info will be released.

Manufacturer narrative:
Investigation conclusion ruled out any cause or contribution from the patella to the event therefore, reporting decision has been updated to align. Reported event:  an event regarding malposition involving triathlon patella was reported.  Conclusion:  based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. A full investigation is completed on mako femoral component within the same pi.  The patella in this case was not revised. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.